Event description:
Event description boston scientific received information that loss of capture was noted with this atrial lead due to dislodgement. The physician elected to leave the lead implanted and reprogram the pacemaker from aai 45ppm to vvi 30ppm. There were no adverse patient effects.